Event description:
It was reported that an ilet user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet, with the ilet displaying a pairing failure; the cgm was paired to both a phone and a smart watch, and readings resumed after the removing an external pairing and re-paired the cgm. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability issue leading to intermittent communication failure, associated with the electrical and magnetic communication pathway and the antenna component, precipitated by pairing the cgm to more than two devices. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related failure in communication.